Manufacturer narrative:
For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For the 3 reported events, the flow sensors were replaced to resolve the reported issue. (B)(4).

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced flow sensor error causing loss of mechanical ventilation. These reports were received from various sources. Of the 3 events, 2 did involve patients, and 1 did not involve a patient. There was no patient information available.